Event description:
Abiomed5000 microprocessor failed during approx 3.0 hrs into therapy. Alarm light noted to be flashing but no audible alarm sounded to notify care givers of failure. Display screen otherwise blank. Nursing staff unaware of how long device had been in failure mode. Device kept pumping and hemodynamics unchanged. Perfusionist called to bedside. The concern is that without an audible alarm the nursing staff would not know immediately of a microprocessor failure. Co notified and stated "oh yes, we have been thinking about a software change." In this situation the failure of the computer did not result in loss of overall rvad function but reporter could not visualize pump function or flow during this time.